Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will once the analysis has been completed.

Event description:
The customer's mother stated that the customer was hospitalized due to dehydration and diabetic ketoacidosis. The customer's blood glucose reading was over 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The time had been reset. The prime test passed. The insulin pump alarmed no delivery several times prior to the event. Nothing further was reported.